Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device had hematoma and a pocket hematoma evacuation was performed. This service remains in service. No additional adverse patient effects were reported.